Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic due to the formation of a large hematoma. Upon interrogation, it was observed that the device recorded high out-of-range right ventricular (rv) electrode shock impedance measurements. It was confirmed that the electrode was under-inserted. Surgical intervention was performed and the issue was resolved. The device and electrode remain implanted and in service.